Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with 36 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The lot number was not reported. However, a potential lot number was confirmed with the distributor. The potential lot number is 73a2200161.the device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported to boston scientific corporation that a obtryx implant was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; off vag dis; incont not pres; rec incont; oth pain: spasms surgical interventions: on (B)(6) 2011 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: couldn't urinate I had a catheter . On (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: to remove catheter therefore cut into sling. ***additional information was received on january 5, 2023*** it was reported to boston scientific corporation that an obtryx system -- halo system device was implanted into the patient's obturator foramina during vaginal repair and insertion of a sub-urethral sling procedure performed on (B)(6) 2011 for the treatment of rectocele. Reportedly, the patient experienced post-operative complications that includes: *back pain, *vaginal pain, *pelvic pain, *groin pain, *pain during intercourse, *vaginal discharge, *recurrent incontinence, *spasms. Moreover, on (B)(6) 2011, the patient underwent further surgery regarding her implant under general anesthesia for the following purpose: she could not urinate, and a catheter was placed. On (B)(6) 2012, the patient underwent further surgery in relation to the obtryx device: cutting through the sling in order to remove the catheter.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx implant was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; off vag dis; incont not pres; rec incont; oth pain: spasms. Surgical interventions: on (B)(6) 2011 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: couldn't urinate I had a catheter. On (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: to remove catheter therefore cut into sling.